Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok keypad button symbol was found to be worn. Evaluation revealed that all keypad buttons were responsive. There was evidence of contamination found under the key contacts. The up/down arrow and ok key contacts were found to be misaligned. The reported responsive issue was not duplicated during testing.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive. The patient reportedly wears the pump on a belt with a case and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.